Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event per the device log and potentially through the console test results the on/off button did not work. Log reported numerous times of stuck keys. Could not confirm on bench test due to the device would not power up with batteries. The device was contaminated. No clear fluid ingress entry point could be identified at this time. The upper and lower cases, display frame, display, two display grommets, two display screws, keyboard flex, encoders, main printed circuit board (pcb), three encoder knobs and one main pcb screw were contaminated, the encoders were creased due to the spinning in the upper case, the display frame had one stripped main pcb screw hole causing one of the main pcb screws to be loose, the output connectors were damaged during analysis. (B)(4).

Manufacturer narrative:
Further analysis was performed on the entire unit. Visual inspection revealed no anomalies. Bench analysis revealed that the device would not power up and fluid was observed on the main board close to the keyboard connector. Fluid ingress was observed through the doo key which also contaminated the on key. No evidence of fluid at the keyboard flex where it entered the case. There was no explanation of how the contamination would have gotten onto the main board. Conclusion: the reported event was confirmed.

Event description:
It was reported a key press detected error ( error message "button detected error") comes up at power-up. It was also reported the battery was removed and the device was allowed to sit, then powering on of the device was tried and after 2 minutes same error appeared. The device was returned for repair. No patient complications were reported as a result of this event.